Event description:
Attached tens otc unit to my back as usual and powered it on. Received a painful, stunning shock. Unit wouldn¿t power off and I couldn¿t remove it myself due to muscle spasms, until the device spontaneously changed to an intermittent mode. The intensity setting was at 1, the lowest level. Device: accurelief acrl-9100, compass health brands, carex health brands lot: sz1510799. Pad exp 31/05/2020.